Manufacturer narrative:
Additional information is currently being sought. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) recommended performing isometrics and pocket manipulation. Troubleshooting and reprogramming options were provided as well. No adverse patient effects were reported.